Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off into the patient's skin, and another fell out of the plastic case after use. The following information was provided by the initial reporter, translated from dutch to english: "the customer indicates that the needles hurt. The needles do not stay on the pen properly and sometimes they get stuck in the skin and fall out of the plastic case after use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off into the patient's skin, and another fell out of the plastic case after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer indicates that the needles hurt. The needles do not stay on the pen properly and sometimes they get stuck in the skin and fall out of the plastic case after use."